Event description:
The customer reported that the unit had a defib failure error 80.

Manufacturer narrative:
The customer reported that the unit had a defib failure error 80. The unit was evaluated at philips, and the failure was verified. Replacing the power pca resolved the failure.